Event description:
Allegedly, the patient was dislocating. Surgeon replaced our head as was forced to change due to the gym mobility cup that he is needed a 28 mm head. The patient did not have our cup in place. It was a stryker acetabular cup.